Event description:
It was reported that the ultrasonic gastrovideoscope¿s big knob did not work, and the small knob could not be adjusted. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer casing of the ultrasonic probe has slight scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the weld on the spiral tubes of up, left, and right angulation wires are detached. A cause was not established for the probe damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.